Event description:
The customer was receiving questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module since (B)(6) 2012. The customer provided data for two patients with discrepant results. It is unclear if the units of measure were miu/ml or iu/ml, clarification has been requested. The first patient's initial hcgb result was 13.72. The repeat result was 2.85. The second patient, a female, had an initial hcgb result of 5.08. The repeat result was 3.75. The field service representative visited the customer and verified bad water quality and a "hard system pollution". After the service visit, the hcgb was calibrated and quality control was measured with success. After the service visit, the first patient's second repeat result was 0.126 and the second patient's second repeat result was 1.27. The customer considered these results to be correct and they were reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 162501 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).